Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: the patient underwent a revision of right knee for pain tibial tray loosening. Intraoperatively, the surgeon found tibial tray loose at implant-cement interface and notes tibial subsidence. The patella and femoral components were left intact. The insert and tibial tray was replaced with depuy tibial revision system and non-depuy cement. This complaint captures this event. Doi: (B)(6) 2015. Doi: (B)(6) 2016 (insert). Dor: (B)(6) 2017, (right knee).

Manufacturer narrative:
This is a duplicate of 1818910-2018-51673. 1818910-2020-00074 is being retracted as it is a report duplication. 1818910-2018-51673 will be kept for investigational purposes.